Event description:
(B)(4).

Manufacturer narrative:
The prismaflex m 60 filter set was discarded and not available for inspection. The prismaflex m60 set device history record and complaint history files could not be performed since the involved lot number was not known. The root cause of the reported event remains unk.